Event description:
It was alleged that prior to use on a pt a freeflow occurred. It was noted that the set was placed into the pump and when it was started the freeflow was noted. There was no pt involved.